Event description:
The hitachi 914 analyzer, has a potential to have the demographics from a previously run pt sample overwrite the pt demographics for a specific accession number. Alarms are noted when this situation occurs.